Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was recovered from peritonitis and was discharged from the hospital. Antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized four days after the event onset and was treated with vancomycin injection (1gm, every 5th day, route, ongoing and duration were not reported) and amikacin injection (125mg, frequency, route, ongoing and duration were not reported). At the time of this report, the patient was still in the hospital and was recovering from the event . Pd therapy was ongoing. No additional information is available.